Event description:
It was reported that an alert was triggered and that the right ventricular (rv) lead exhibited oversensing with non sustained episodes with high rates. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned, analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).